Manufacturer narrative:
Upon further review, it was learned that this complaint is no longer considered a reportable event. No further information will be provided under this manufacturer report number 2648035-2019-00221. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. If implanted, give date: not applicable, the cartridge is not an implantable device. If explanted, give date: not applicable, the cartridge is not an implantable device. An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during insertion, the cartridge split and it damaged the lens. Patient contact was noted, but no adverse event, surgical intervention or patient injury. Patient outcome is reported as alright. No other information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.